Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-23-us, serial/lot #: (B)(4), ubd: 04-apr-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the valve was positioned at 2mm on the non coronary cusp and 5mm on the left coronary cusp. While the pigtail and nosecone were pulled up through the valve, the valve dislodged into the sinotubular junction (stj). The valve was snared above the stj and a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.